Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. No motion sensor test failure alarm was noted during testing. Unable to perform the occlusion or excessive no delivery alarm tests due to a constant motor error alarm during the bolus delivery. The motor was tested outside of the device and passed the motor test. Unable to verify the motor position encoder error alarm due to an overwritten pump history file. The pump passed the self test and all operating currents were normal. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer can't rewind because of the motion sensor test failure alarm. The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was unknown. Customer performed displacement test and test failed. Customer pump would not even rewind without the alarm. Customer was advised that pump will need to be replaced and revert to backup plan. The customer was advised to return the pump with battery and zero out basal rates.